Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was intended to be implanted within the left main bronchus of patient in order to treat a malignancy on (B)(6), 2010. According to the complainant, during the bronchoscopy procedure the stent was positioned within the patient's left main stem bronchus; however resistance was encountered during deployment. The physician applied additional force to the deployment suture in an attempt to release the stent; however the delivery catheter began to bend under the excessive force. It was estimated that only 5-10% of the stent was deployed off the catheter. It was reported that the deployment suture appeared to be caught on the distal end of the stent. The entire stent system was removed from the patient. A second ultraflex covered tracheobronchial stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with the stent partially deployed by approximately 15mm. It was possible to deploy the remainder of the stent however the delivery system bowed during deployment. A visual examination of the deployed stent and delivery system found no anomalies. The condition of the returned device was consistent with the complaint of partial stent deployment; the complaint was confirmed. Based on the condition of the returned device, the most probable cause is operational context; anatomical or procedural factors may have hindered the stent from fully deploying. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was intended to be implanted within the left main bronchus of patient in order to treat a malignancy on (B)(6), 2010. According to the complainant, during the bronchoscopy procedure the stent was positioned within the patient¿s left main stem bronchus; however resistance was encountered during deployment. The physician applied additional force to the deployment suture in an attempt to release the stent; however the delivery catheter began to bend under the excessive force. It was estimated that only 5-10% of the stent was deployed off the catheter. It was reported that the deployment suture appeared to be caught on the distal end of the stent. The entire stent system was removed from the patient. A second ultraflex covered tracheobronchial stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.